Manufacturer narrative:
The drill was returned to the MFR for an unrelated issue and upon eval it was discovered that the device unintentionally activated. Internal components were evaluated and corrosion was discovered within the motor assembly. Corrosion on the electrical connectors of the motor assembly can contribute to an intermittent electrical connection, which can result in the device unintentionally activating. The motor assembly was replaced, and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during testing conducted at the MFR, the drill unintentionally activated. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.